Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. The target lesion was moderately tortuous and moderately calcified. Following the dilation with a 3.0mm non-bsc balloon catheter, a 3.00x28mm synergy drug-eluting stent was advanced to treat the lesion, however, the stent was unable to cross. Another dilation of the same balloon catheter was performed and the stent was still unable to cross through the lesion. When the physician removed the device and checked the stent outside the patient, it was noted that the edge part of the stent was lifted. The procedure was completed with a different device. No patient complications were reported.